Event description:
A report was received stating the tracheostomy tube was checked for leaks prior to intubation; no leaks were found at that time. After the device was in use with the patient for 5 hours, the device reportedly began leaking. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.